Manufacturer narrative:
After further review of the event, the complaint coding required updating to better describe the reported event to include hemodynamic instability. Additionally, the type of reportable event was corrected to serious injury based on the complaint details. Correspondingly, fields b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes and medical device problem codes) have been updated, corrected accordingly. Note: h6: component/investigation (type/findings/conclusion coding remains unchanged. This impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Manufacturer narrative:
B.7 information was added that was omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was omitted from the initial report that was submitted. H.10 added related report number. This is one of two related reports. This report represents the pump. A separate report was submitted to represent the automated impella controller. Investigation summary: purge fluid not detected: the pump was not returned for investigation. Data log was not provided or could not be retrieved from the remote server. The cause of the purge fluid not detected issue was not determined, as the product was not returned and sufficient clinical information was not provided. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced purge fluid not detected. Both the pump and the supporting automated impella controller (aic) were replaced to continue patient support. No patient harm was reported.